Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025 in which the ipg was explanted and replaced.

Event description:
Related manufacturer report number: 1627487-2024-12240 . It was reported that during the patient's lead revision the physician struggled to remove the lead which caused it to fracture. Part of the lead is still implanted in the patient. Surgical intervention may be pending to address this issue.